Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vascular closure system after an interventional procedure. The pt experienced a retroperitoneal bleed and was sent to surgery to repair the artery. During the repair procedure the physician found the clip was not in the artery. No add'l info available.